Event description:
Complainant alleged that during functional testing, the device failed leakage current testing. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and attributed to a faulty analog board. The analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation; the customer's report was duplicated and attributed to faulty ECG top shield and mfe top shield on the analog board. The analog board was scrapped after invesgation. Analysis for reports of this type has not identified an increase in trend.